Event description:
It was reportedby the customer to the fse, that cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1, the event site state is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The getinge clinical specialist provided education with the supervisor and the team about process for changing tanks, including verifying proper/new washer, as well as how to verify that the tank is open if tank is showing low helium. Stated she believed it had been done correctly, but was still leaking helium. There no patient involved. After communication with manager, found that helium tank was changed on (B)(6) 2025 due to appropriate low helium alarm. ICU rn called biomed after receiving another low helium alarm within 48 hours. After troubleshooting, it was determined that, likely, the new tank that was placed was actually empty, as staff could not verify that the helium icon ever registered a full tank. Staff had communicated to biomed and a getinge field service engineer (fse), that there was not a problem with the pump but that it was user error. While suspicion was low that there was a leak on the pump, it was sent for preventative maintenance during which no issues were found. The fse replaced the o ring (0354-00-0208) and 9v battery (0146-00-0146) as a preventive maintenance. Unit passed all functional and safety tests per manufacturer specifications. Staff were educated on how to change the tank, and also encouraged to make sure tank is opened and that the full helium icon showed up on the pump after the new tank was placed. Staff verbalized understanding of this process and stated they have not had other problems since the initial event.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site state), h6 (component codes). The fse replaced the o ring (0354-00-0208) and 9v battery (0146-00-0146) as a preventive maintenance.